Event description:
It was reported that an ilet user experienced repeated motor stalls during a supply change, with the pump displaying cartridge empty and unable to proceed despite a restart and dry run, consistent with an alert for consecutive stalled motor events and a hardware motor stall not resolved after priming and rewinding. Symptoms included hyperglycemia, with a reported blood glucose of 306 mg/dl without associated clinical symptoms. Outcomes included interruption of insulin delivery and the need for backup therapy. Investigation included technical support troubleshooting and education, a device restart, and a dry run attempt. Investigation of this case revealed persistent motor stall errors preventing insulin delivery. It was concluded that the device experienced a hardware motor stall, and the user transitioned to subcutaneous insulin via pen while a replacement device was arranged. The device has not been returned. If it is returned, it will be evaluated, and a supplemental report will be filed.